Event description:
A trial patient reported leg pain, back pain, and stomach pain on (B)(6). The patient stated that they completed the trial was awaiting implant. The patient was complaining of pain in legs, bladder pain, stomach pain, back pain, as well as a possible urinary tract infection (uti). The issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.